Event description:
Pump declared a cartridge change error was reported. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove the cartridge and inspect the o-ring, with support to clean the pneumatic tap area and confirm the cartridge was securely attached. After following on-screen instructions, the customer successfully completed the load process and resumed insulin therapy.